Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of unexplained pump reboot events. The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing. The battery cap was fastened and then unscrewed 1/2 turn with no reboots occurring. The pump successfully completed the ez-prime steps without any power issues, reboots, or call service alarms. The pump cover was removed and there was no evidence of moisture or damage to the printed circuit board. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.